Event description:
Customer called to report an alert on the insulin pump. Blood glucose value at the time was 282 mg/dl. Troubleshooting was performed. Customer was advised on when to calibrate the insulin pump. Advised to change sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.